Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer requested service for issue resolution. A field service representative (fsr) cleaned the hgb flow cell and adjusted the hgb output to resolve the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. No further investigation was required; the instrument was performing within specifications. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 3200 instrument. The issue was resolved by performing non-scheduled maintenance on the instrument, as instructed in the cell-dyn 3200 system operator's manual.

Manufacturer narrative:
(B)(4): false negative result. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated a cell-dyn 3200 analyzer generated a falsely decreased hemoglobin result for one patient sample. The cell-dyn analyzer generated an initial hemoglobin result of 6.5 g/dl for a patient who normally had a hemoglobin result of 12.5 g/dl. The falsely decreased hemoglobin result was not reported outside the laboratory and there was no adverse impact to patient management reported.